Event description:
It was reported from the direct study that the patient developed diaphragmatic stimulation and went to the emergency room. The left ventricular (lv) lead voltage was decreased with resolution of symptoms, but with intermittent capture of the lv lead. Therefore, the lv voltage was once again reprogrammed with no return of symptoms. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.